Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on applicatorand no issues were observed. Applicator had fired correctly. Sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination) with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Performed a visual inspection on the sensor plug assembly, and no issues were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. Poise voltage testing was performed and the values within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of a glucose injection for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.